Event description:
Breakage. Complainant does not feel the hosp or drs are warning pts; they are not doing anything. This was all of the info complainant provided and then complainant hung up. Another pt experienced breakage. Pt taken to surgery for removal. The plate was from the same MFR, as the other breakage, but it was a different model number. The MFR's rep had been at the hosp and they were reporting the incidents to FDA as required.